Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in two pieces: connector portion measuring 4.7cm and distal portion measuring 53.4cm. Two external insulation abrasions exposing the outer coil noted at 2.1cm to 2.4cm and 2.8cm to 3.3cm from the distal tip. The cause of the external insulation abrasions is consistent with friction to another device or feature of the heart. The other damage found was sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.